Manufacturer narrative:
Device manufacture date unk. The post is loose and there is no sign of loctite on the threads. The driver is otherwise functional accepting tools and handle without issue. The rotation is normal. Replacement part shipped (B)(6) 2011. Device directly caused event.

Event description:
Site rep reported the awl probe tap driver backed out and locked up during a case. There was no impact on pt outcome reported.